Manufacturer narrative:
No conclusion can be drawn. No changes were reported from the consult two times in the month of event, corneal opacity was observed od, but the corneal epithelium was regenerated. On the following month, spk was observed od and the pt's vision was blurry. A 2mm scar was observed in the lower portion of the central cornea od. No assessment of the pt's visual acuity was performed. The ecp stated that the pt's. Prognosis was good and that a full visual recovery was expected. The lot number and lenses were not available from the ecp. This MDR is being reported due to the report of a central corneal opacity. All MDR events are reviewed in quarterly management review meetings.

Event description:
Information received from another country affiliate. This information indicates a pt. Developed corneal epithelial erosion, resulting in corneal opacity and a central corneal scar od. The patient began wearing acuvue advance trial contact lenses (cl) in july 2007, the wear schedule is unknown. The pt. Purchased cl on 08/11/2007. At that time, the pt. Complained that a cl stuck to the eye and the pt. Heard a "stripping sound when removing lenses". The pt. Was given eye drops from the ecp. It was reported that on eight days earlier, the pt. Fell asleep while wearing cl and woke up stating everything "looked hazy even after removing lenses". On two days later, the pt consulted a doctor at a hospital, and was diagnosed with corneal epithelial abrasion in the od. There was 90% corneal epithelial desquamation in a circular formation od. The pt. Was prescribed gatifloxacin hydrate and cefmenoxime hcl gtts tid, betamethasone sodium phosphate ointment was prescribed bid; these meds were discontinued on a week later. Sodium hyaluronate eye drops were added from a week earlier thru the following month. The pt. Returned to the hospital the night of the first day, due to feeling "a lot of pain". The pt also consulted the doctor on the next day with no reported change in condition. On two days later, the pt consulted the hospital. The report stated that the affected area had decreased in size and the eye was better, but the pt had a fever over 38c (100.4 f). On the following day, the pt was still experiencing pain in the eye and was unable to fully open the eye.